Event description:
A report was received that the patient had difficulty charging and coupling the charger to the ipg. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling that suggests a poor ipg depth or orientation. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.